Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tip of the right essure device extends into the endometrial avity and contrasts visible exetending into right fallopian tube/unilateral occlusion(left tube occluded)') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhegia"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.3 kgs. Hysterosalpingogram - on (B)(6) 2005: impression: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device. Only the left tube is blocked.; on (B)(6) 2006: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device air present in the left cornua region: tip of right essure device extends into the endometrial cavity and contrast visible extending into right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: pfs received- new events vaginal bleeding, menorrhagia were added. Event outcome of pain and bleeding updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tip of the right essure device extends into the endometrial avity and contrasts visible extending into right fallopian tube/unilateral occlusion(left tube occluded)') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed in 2006. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.3 kgs. Hysterosalpingogram - on (B)(6)2005: impression: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device. Only the left tube is blocked.; on (B)(6)2006: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device air present in the left cornua region: tip of right essure device extends into the endometrial cavity and contrast visible extending into right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2020: fu 3 and 4 were processed together. Quality safety evaluation of ptc. On 18-jun-2020: fu 3 and 4 were processed together. No new significant information were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tip of the right essure device extends into the endometrial cavity and contrasts visible extending into right fallopian tube/unilateral occlusion(left tube occluded)') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed in 2006. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2005: impression: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device.; on (B)(6) 2006: non-filling right fallopian tube. Filling of distal fallopian tube distal to the essure device air present in the left cornua region: tip of right essure device extends into the endometrial cavity and contrast visible extending into right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Reporter's information added .events :injury nos were updated to pain . New event:abnormal bleeding (general were added. Case become serious incident. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.